Event description:
Patient called to report problems with globus metal back rods she had implanted in (B)(6) 2010 for scoliosis. She said in (B)(6) 2010 ((B)(6) months after implantation), the rods broke in the lower part of her back. She began to experience constant back and hip pain. She saw her doctor who confirmed both rods were broken with an x-ray. She stated she had corrective surgery in (B)(6) 2011 to fix both broken rods. In (B)(6) 2012, the metal back rods broke again which was also shown on an x-ray. The patient says she¿s in a lot of pain and that her hips make a popping noise. She is trying to decide it she should have the rods fixed a third time.